Event description:
It was reported that a mr technologist injured her wrist while attempting to turn a dv pt table outside the scan room. The technologist placed the table in steer lock mode and then attempted to swing the table sideways; however, the table resisted this movement. As the technologist pushed with more force to overcome the resistance, her wrist was subsequently injured. Additional info pertaining to the event: the technologist was reportedly working by herself when the event occurred. She did not realize that the table was locked in the neutral position at the time. The technologist was attempting to turn the pt to be head first. The technologist's wrist was sore and stiff for several days prior to visiting her family physician. The physician completed an examination of the injury, then ordered an MRI which, indicated a palmer type 1a/b tear in the cartilage. The current treatment is to use a splint and physiotherapy. There is no allegation of equipment malfunction.

Manufacturer narrative:
Pt ID is not applicable (pt was a technologist). Pt weight was not provided to ge healthcare. Following the event, a ge field engineer inspected the functionality of dv table castors, brake, and steer lock; no faults were found with the system. The root cause analysis concluded that the technologist used the steer lock feature for movement of the table. The four wheel swivel position would have been the optimal choice in this case. Additionally, significant force was used to push the table. Less force could have been utilized by pushing the table slightly to free the castor wheels enough to get the wheels pointed in the direction of travel. The operator has the option to obtain assistance from additional health care provider (s) to move the table. The technologist was working alone in this case. The following info was also utilized in the evaluation of this event: the transported pt was of an average size. The operator did have her hands on the table handles while attempting to move the table. Reportedly, the table at this site is frequently un-docked and brought outside of the scan room for pt set up. No other operators have been injured as a result of the table over the 3 year operation of the system. The operators usually do not use the steer lock feature of the table since they are traveling a short distance to and from the scan room. There were no obstacles in the technician's path that impeded her motion or led to a need to apply unusual forces for moving the table other than the placement of the wheel at the time of table movement. The table does require some effort to overcome friction. The ge healthcare internal table specification for maximum force required to move the undocked table with a maximum mobile distributed load of 227kg (approximately 500 lbs), is 89 n (20 lbs) to initiate motion and 67 n (15 lbs) to maintain motion when moved on a hard level surface. This force applies to table movement in any direction. The operator was present for a 40 hour system training which included operation of the table. Verification was received from a mr training supervisor that hands on training of table operation and safety is conducted as a part of the training. The following mitigation are in place: the dv pt table and system are compliant to ipc60601-1 rev 3. The dv pt table has self-contained metal handles that are ergonomically placed to allow the operator to safely transport a pt. The table is designed for controlled steering through a steer lock feature that is operator activated in situations where the table must be moved long distances and especially through narrow openings. The operator training manual explains the use of the steer lock feature.